Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four month after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. Patient presented infection. The device will be forwarded to the manufacturer for investigation. Patient reported pain and inflammation at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that four month after the dental implant was placed, in ada site #30 of the patient¿s mouth, non-osseointegration was observed. Patient presented infection. Patient reported pain and inflammation at time of event, no further complications were observed.